Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead broke off in mouth while brushing / metal pins broke off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) female consumer reported that while brushing with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2015, the oral-b brushhead, version unknown broke off in her mouth. She described that the metal pins broke off and ended up in her mouth, but she was able to spit them out. No symptoms developed. (B)(6) 2015 received follow-up email from consumer: the consumer reported after scratching quite hard the oral-b logo came off. No further information was provided.